Manufacturer narrative:
Additional information: according to the available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. Despite requested no information on further steps has been received.

Event description:
A trauma is reported to have occurred. Hearing performance with the device is affected.

Event description:
A trauma was reported to have occurred. Hearing performance with the device was affected. The user was re-implanted on (B)(6) 2020.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. In addition, it is reported that the active electrode was found outside of the cochlea during explantation. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. Trauma is reported.